Manufacturer narrative:
On (B)(6) 2019, it was noticed that initial reporter country code was left blank. The field has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during analysis of the device some lines of shell wear were observed in the anterior view expanding to the posterior view, also in the posterior view a rupture a was noted in posterior view measuring approximately 0.7 cm, in addition a second tear (b) was noted in posterior view expanding to anterior view measuring approximately 2.2 cm, within the edges of the rupture a and b an area of siltex cracking were noted on them. As part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment, however, since no potential cause could be established during the analysis an investigation was opened to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
Two mentor gel breast implants were received by the mentor failure analysis lab on (B)(6) 2019 labeled in association with another complaint. On (B)(6) 2019, it was determined that the information returned along with these devices was not associated to any previous complaints. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of an explantation surgery. The date of explantation is (B)(6) 2019 according to the label received with the devices. As a result, this will be conservatively reported to FDA. This report is for the first of two devices.